Event description:
A non health professional reported that the lens didn't load properly and there was a patient contact. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint could not be observed. Only the device was returned. No iol returned. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint as only the device was returned for evaluation. No iol was returned. Lens position for the advancement cannot be confirmed. Due to this, we are unable to complete a thorough investigation to determine a root cause. The manufacturer internal reference number is: (B)(4).